Event description:
The account alleged the nurse call does not function. No patient impact.

Manufacturer narrative:
The technician found the cable assembly pin connectors are bent and damaged. The technician replaced the cable assembly and the side com power control board assembly to resolve the issue.